Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: hi (greater than 600 mg/dl), 328 mg/dl, 285 mg/dl, and 183 mg/dl. No actions taken based on device results. Customer also reports the use by date on the aviva test strip vial is 03/31/2010. MFR's batch record confirmed the actual use by date to be 01/31/2010. No adverse event reported. Requested return of suspect device and replacement was sent.